Manufacturer narrative:
(B)(4). The device was not available for evaluation and the lot number was unknown; therefore a batch review will not be performed. Should additional information become available, a follow-up report will be filed.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during dwell 3/4. There was no patient or solution bag disconnection. There were no leaks or open clamps. The hp would complete therapy with manual supplies cleared the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the system error 2240. The rn was made aware that the alarm occurred. The rn stated that the home patient (hp) has had no injury or medical intervention since the alarm.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).